Manufacturer narrative:
The device analysis report is attached. This report is submitted on october 16, 2020.

Manufacturer narrative:
The date of awareness for the initial report is april 16, 2020. This report is submitted on may 26, 2020.

Event description:
Per the clinic, the device was explanted (date not reported) due to extrusion of device. The patient was reimplanted with a new device (date not reported).